Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report #: 3006705815-2023-01573. It was reported the patient is not receiving effective therapy due to impedances. The patient underwent surgical intervention where the leads were replaced with new ones. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated.